Event description:
Hosp staff were treating a pt requiring defibrillation. Reportedly, the device would not charge the storage capacitor to 200 joules. A back-up device was obtained and treatment was continued. The pt was resuscitated. There were no adverse effects to the pt as a result of the reported malfunction.